Manufacturer narrative:
H.6. Investigation: bd received a used 22 gauge insyte autoguard blood control unit from lot 9252564 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing near the tip. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined since it appeared that the device had been used. H3 other text : see h.10.

Event description:
It was reported that the needle punctured through the bd insyte¿ autoguard¿ shielded IV catheter when retracting it. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "unfortunately an incident had happened again with the needle had puncture the catheter when retracting. It was with the 22g #381423, lot 9252564."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle punctured through the bd insyte¿ autoguard¿ shielded IV catheter when retracting it. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "unfortunately an incident had happened again with the needle had puncture the catheter when retracting. It was with the 22g (B)(4), lot 9252564."